Event description:
Caller reported a malfunction on the pump, identified by a specific code. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support to reset the pump, resolving the issue without recurrence. Customer was advised to continue using the pump and to reach out again if the issue reappears, acknowledging and understanding these instructions.